Event description:
Upon deploying the stent into the superficial femoral artery (which is off label usage), the stent reportedly jumped forward by 4 to 5 mm. The doctor pulled the stent back and continued to deploy. However, the stent missed the lesion. Another stent was deployed to cover the legion completely. No permanent pt injury reported.